Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the light guide rod lens of the duodenovideoscope had foreign material. Based on the results of the investigation, olympus confirmed the duodenovideoscope had foreign material, but the type of material cannot be identified. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the light guide rod lens of the duodenovideoscope had foreign material. There were no reports of patient involvement.